Event description:
Balloon/ leakage, rupture.

Manufacturer narrative:
The report we received indicated that balloon/ leakage, rupture. Pta at light subcalvian artery, right femoral approach: 420-9020x (lot r1101870) was used for post-dilation for edge of the stent, but the balloon was ruptured at 8atm. The physician tried it with another balloon (420-8020x/r1101699); it was also ruptured at 10atm. The stent was dilated enough, so the procedure was finished pre-dilation: power flex p3 4mm 2cm, 10atm for 30 seconds. Stent: palmaz (size unknown). State of the lesion: slight tortuous, 99% stenosis, calcification unknown. There was no report of patient injury or complication to the patient. The product was returned for evaluation and testing; however, the engineering valuation is not complete. Additional information will be submitted within 30 days upon receipt. This is the first of two products used during the procedure, which is associated with mfg report number 9610978-2004-01055.